Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported failure. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 286 mg/dl, while wearing the pod between 24 and 36 hours, on their leg. Patient reported they administered a bolus but their blood glucose levels did not decrease. The patient removed the pod and stated the cannula "had a white bubble, like extra plastic maybe". A new pod was placed.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.